Event description:
Procedure type: colon anterior resection. According to the reporter: the stump re-opened after the activation of the stapler. The blade cut the tissue but the staples did not close correctly. The anastomosis was completed manually. No significant bleeding or fluid leakage was observed. No delay to operating time was reported. No patient injury was reported.

Manufacturer narrative:
.